Event description:
(B)(4) has received a customer complaint from (B)(6) about an incident involving a 3-wheel rollator imported and distributed by (B)(4). The claimant states that he was using the rollator in his driveway when a hand grip was loose, causing him to allegedly fall and break his collarbone and ribs. The claimant admitted that he was aware that the hand grip had been loose prior to the incident. (B)(4) had requested our customer to return the alleged device to us for eval. The alleged device has been received and preliminarily evaluated. We have notified the device MFR and requested its further investigation. This MDR report is based on the info provided by the customer.